Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Pump passed the dat test at 0.08775 inches. Unit communicated properly with glucose sensor simulator test. No lost sensor alarms noted. Unit received with minor scratched lcd window, cracked reservoir tube lip and missing address/serial number label.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level of 385 mg/dl. Customer stated that she was vomiting and had ketones. Blood glucose level at the time of the call was 118 mg/dl. The customer was wearing the insulin pump at the time of admission. During troubleshooting, the customer stated that the insulin pump was missing the back label. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.